Event description:
During routine maintenance testing, ohmeda service representative noted output of vaporizer was not within specification. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.